Event description:
It was reported that the device was used during a laparoscopic hernia repair. It was reported by the rep that the ems stapler jammed on the 3rd firing. They pulled the jammed stapler out of the shaft and dry fired it into a 4x4. It would fire (2) or (3) times then jam again. They opened another ems stapler that did the same thing on the fifith firing. They finished the case with the origin tacker. There was no consequence to the pt.